Event description:
It was reported that during an in-clinic follow-up, the pacemaker was found to be in back-up mode. The patient experienced palpitations as a result. The pacemaker was successfully reprogrammed and restored. The patient was in stable condition.